Event description:
It was reported that the user experienced difficulty cocking the infusion set serter during a supply change and pushed the applicator without the audible click, resulting in the infusion set not adhering and falling off; a customer support agent then provided step-by-step education, and the user successfully cocked the serter and applied a new 23-inch, 6 mm inset infusion set with correct technique. Symptoms included no reported adverse clinical effects, and blood glucose remained unaffected. Outcomes included successful completion of troubleshooting and education with restored use and no alarms. Investigation included remote troubleshooting and user education on proper serter cocking and application steps. Investigation of this case revealed improper use of the serter mechanism leading to an incomplete insertion and poor adhesion, with device function confirmed after correct use. It was concluded, based on previously established findings for similar reports, that user technique was the most probable cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.